Manufacturer narrative:
We received one vamp adult system for examination. The pressure tubing had been detached from the vamp reservoir stopcock. Dry blood was evident at the reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on most part of the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. Additional possible lot number 60080355, manufacturing date 06/16/2015, expiration date 06/15/2017.

Manufacturer narrative:
Additional possible lot number 60080355 manufacturing date 06/16/2015, expiration date 06/15/2017. A review of the manufacturing records indicated that the product met specifications upon release on both lot numbers.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history record results.

Event description:
As reported, in this vamp system the tubing separated from the patient side, at the 2-way stopcock when the blood was taken from the patient. There was some loss of blood; however, the nurse reacted adequately and changed the set, thus there was not any consequence to the patient.